Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from an (B)(6) healthcare professional and concerns a female patient. She was injected by a nurse from another clinic, with a total of 0.2 mg (as reported) of belotero (not further specified) into the nasal tip, on (B)(6) 2019. In (B)(6) 2019, within five days after the treatment with belotero, the patient's nasal tip became necrotic, also reported as the patient developed skin necrosis. The outcome of the event was not reported.

Event description:
Follow-up information was received from the physician on 17-may-2019: the case was downgraded to non-serious. The events 'redness / a bit pink' and 'rash" were added. The patient was injected with belotero intense on (B)(6) 2019 (initially reported as on (B)(6)2019. The reporter informed this was a top up to the initial treatment, which was performed on (B)(6) 2019. The patient did not have aesthetic treatments before these. In (B)(6) 2019, after the top up treatment, the patient presented redness and rash at the injection site. There was no darkening of the skin, the area was not purple, there was no necrosis nor vascular occlusion. The event 'became necrotic /skin necrosis' was therefore deleted. After the treatment (ambiguously reported as on (B)(6) 2019, the patient informed the reporter that it was a bit pink and she wanted to get it dissolved. The product was dissolved the next day around 3 pm (ambiguously reported as on (B)(6)2019). The reporter was in close contact with the patient, and informed that she was fine, though the tip of her nose was still red. The patient completely recovered, in 2019. In the opinion of the reporter, there was no permanent damage and no treatment was considered necessary to prevent permanent damage.